Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. The healthcare provider (hcp) that they were seeing in (B)(6) wanted the patient to do catheterization every day and unfortunately that invited bacteria to get into the urethra and they discontinued that and were only doing it every third or fourth day or as needed. It was reported that when the patient felt bloating. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller reported the therapy was working. The caller reported the patient had a follow up appointment with hcp on wednesday and another appointment with manufacturer representative (rep) on (B)(6).